Event description:
It was reported that following an unrelated procedure where the ipg was not placed in surgery mode and the ipg was deemed inoperable. Company manufacturer met with the patient to repair/recover the ipg and successfully paired the device and the ipg is functional.

Manufacturer narrative:
B3 - date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.